Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device is currently under evaluation by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.